Event description:
It was reported that a reconstitution device was observed to be leaking. The customer stated that it "leaks mainly on the vial side." This event occurred in the emergency department. It is unknown whether or not this event occurred during patient use, though patient injury or medical intervention was not reported to be in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.